Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. The reporter contacted lifescan on (B)(6), 2010, alleging that the pt's one touch ultralink meter displaying the "error 5" message. The csr noted that the pt was using correct testing steps and the error message was not resolved with troubleshooting. The pt reportedly developed symptoms of feeling clammy and sweaty 1 minute before the reported issue began, but did not receive any form of treatment. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started before the reported issue first occurred and the pt reportedly did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the "error 5" issue was not resolved with troubleshooting. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.